Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2024-00022 and 3005172759-2024-00023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a revision functional endoscopic sinus surgery (fess) procedure, the accuracy was off by two to three millimeters on the two trudi suction devices (catalog / lot numbers unknown). The ports were changed but the issue remained. The accuracy of the registration probe were verified to be accurate. The reporter stated that ¿he believes it is an issue with the dongles.¿ there was no report of any negative patient impact. On 05-apr-2024, additional information was received. Per the information, the end user did confirm accuracy of known landmarks in endoscopic visualization inside the nasal cavity. The inaccuracy was determined by endoscopically comparing known anatomical landmarks. The inaccuracy was first noticed in the middle of the procedure. Computed tomography (CT) image was used as the primary image. There were no noticeable defects in the cg scanned image. The registration process was performed by the physician who has done 10+ registration and this was the first time accuracy has been an issue with the physician. Accuracy was confirmed in the back of the sphenoid sinus and also the forehead. Related to the procedure / case, there was no potential for metal interference. The registration process was not restarted / redone after the initial finding. The case log files were uploaded. The reported issue was isolated to one patient. The patient tracker was not moved and the patient tracker cable was not under tension. The emitter pad did not move and the patient did not move. There were no other device shaft in the proximity to the transmitter of the emitter pad. For the first suction device, the catalog and lot number of the device is not available. The device was reprocessed, though the number of times and the method of sterilization is not known. When the accuracy issue was observed, the color of the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor for the device. The device was plugged in after registration. The crosshairs did not turn yellow. The device is not available to be returned for evaluation. For the second suction device, the catalog and lot number of the device is not available. The device was reprocessed, though the number of times and the method of sterilization is not known. When the accuracy issue was observed, the color of the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor for the device. The device was plugged in after registration. The crosshairs did not turn yellow. The device is not available to be returned for evaluation. Based on the additional information received on 05-apr-2024, the loss of accuracy event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿